Manufacturer narrative:
The alleged event was reported approximately 6 months after it occurred, and the serial number was not recorded. It was alleged that the biomed department looked at the device and it was not determined where the leak was coming from. There was no further information available. The device could not be identified

Event description:
It was alleged that a meditherm unit leaked fluid onto the floor during use and a nurse slipped on the water, fell, and broke her hip. The serial number was not recorded, and it is unknown where the leak came from on the unit.

Manufacturer narrative:
The alleged event was reported approximately 6 months after it occurred, and the serial number was not recorded. It was alleged that the biomed department looked at the device and it was not determined where the leak was coming from. There was no further information available. The device could not be identified

Event description:
It was alleged that a meditherm unit leaked fluid onto the floor during use and a nurse slipped on the water, fell, and broke her hip. The serial number was not recorded, and it is unknown where the leak came from on the unit.